Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken and antibiotic treatment was administered. The implantable pulse generator (ipg) system has been explanted and replaced. No further patient complications have been reported as a result of this event.